Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5092958) that a caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor saline breast prostheses on (B)(6) 2018 and suffered several unexplained systemic symptoms, including a diagnosis of hashimoto¿s disease, vitamin d deficiency, hormone imbalance, fibromyalgia symptoms, pid from frequent utis, headaches, always feels cold, food intolerances, extreme fatigue, extreme muscle and body pain, green discharge from nipples, breast pain, cysts, acne, inflammation and bloating, brain fog, memory loss, joint pain, weight gain, blurry eyes, sensitivity to light, adrenal fatigue, no libido, easy bruising, slow healing, difficult swallowing, gagging, nausea, ibs, candida, burning mouth symptoms, insomnia, ear ringing, heart palpitations, chest pain, heart pains, numbness and tingling in fingers, cold hands and feet, liver problems, anxiety, and panic attacks. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 1st of two breasts prostheses that were implanted on (B)(6) 2018.